Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient order was not crossing over for one patient on a single station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that issue was patient and all his medications not crossing over to pyxis. The user tried to create new profiles and canceled/reordered medications, but it still didn¿t work. The user rebooted the pyxis. The discharge the patient completely, and readmit them, and then it worked. The system functioned as intended after the customer resolve the issue.